Event description:
A customer reported that he had an intraocular lens (iol) implant surgery two years and four months ago. During his one day post-operative visit, his surgeon told him that ¿everything was fine and that he was doing good.¿ the customer reported that he had not been able to see as ¿good¿ as he did before surgery. He also reported that his vision was cloudy. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Add¿l info was requested by phone, fax and mail on 06/28/2012, 06/29/2012 and 07/16/2012. A completed questionnaire from the surgeon has not been received. (B)(4).